Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). (B)(6) 2013 -batteries were removed, cleaned and reinserted and then unit would power up. Unit was contained at customer location.(B)(6) 2013 - cardiohelp sensor panel ((B)(4)) with defective capacitor was retrofitted with new sensor panel ((B)(4)). Reference complaint (B)(4).

Event description:
On (B)(6) 2013, the maquet service technician at (B)(6), reported cardiohelp unit ((B)(4)) would not power up at initial setup of unit. Reference:(B)(4).